Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received, the charger/modem was resetting. Upon evaluation, the y1 crystal oscillator on the bedside board was defective. The root cause of the defective cystal oscillator cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.